Event description:
It has been reported to philips that there was a blue screen at start-up and the system could not be used for an emergency procedure. The customer rebooted the system again but the issue remained. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in complaint# (B)(4) / report # 3003768277-2022-00626.this complaint will be closed as duplicate.